Event description:
According to the reporter, following lab evaluation, it was noted that the proximal seal of the port had a slight tear in it. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, it was noted that the proximal seal of the port had a slight tear in it. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.